Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: how was the device removed? A: after verifying that the stapler jaw does not open and does not staple the tissue, the last attempt the team had was to open the upper stapler drive so that the tissue could be removed from the existing stomach in the jaw. What troubleshooting steps have been attempted to open the device (for example, squeeze the clamp trigger while simultaneously pressing the anvil release button, knife reverse switch, manual drive)? A: all attempts mentioned and known by the team that already uses the stapler in a long time. Finally, we need to trigger the upper stapler valve and thus inactivate it for use. Did the jaws end up opening? A: yes. Could you clarify if there was any consequence to the patient? A: there were no consequences. Could you clarify if there has been any change in the patient's postoperative care as a result of the event? A: there wasn't. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device cut? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the stapler stalled and stapling could not be triggered. It had a defect when locking and would not open. Replaced with another device to complete procedure. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 3/29/2022. Additional information was requested and the following was provided: did the device cut? A: no.